Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date: patient underwent fusion surgery in cervical area in which rhbmp-2/acs was implanted along with demineralized bone matrix and cervical plates, screws and spacers.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
T was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.